Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer stated insulin pump was exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated that while performing displacement test with no reservoir detected. Customer states the pump was not dropped or bumped. Customer stated that the error occurred during insulin pump rewind. The insulin pump will be returned for analysis.